Event description:
The senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and spoke with the patient/layperson regarding her 06/25/09 complaint of inaccurate erratic blood glucose results. The patient reported and clarified the following information. Results are in mg/dl, correct unit of measure. At 10a.m. On the day of the event, the patient's pre-breakfast blood glucose was 52 with her onetouch ultramini meter. The patient took her usual morning 500 mg of glucophage and ate a fairly large breakfast in a restaurant. More than 20 minutes later, the blood glucose was 202. The patient took no action. Two and 1/2 hours later, while at a family reunion, the patient became "real clammy, and felt dizzy and faint". The patient had not eaten lunch at the reunion because she was concerned her blood glucose would increase. At first the patient thought it was her blood pressure or the heat until she had symptoms of shaking. The patient then attributed it to low blood glucose and thought she would "bottom out." The patient drank a coca-cola and her husband served her a chicken leg and salad. The food relieved the symptoms. Although there is no indication the product contributed to injury since the patient had not eaten for two and 1/2 hours, the complaint is reported due to the patient's allegation of inaccurately erratic results followed by a symptom that meets criteria for serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in supplemental report.